Event description:
Pt presented with a paracentral corneal ulcer in the right eye with grade 3 bulbar hyperemia with striae and edema associated with wear of focus dailies daily disposable contact lenses. Pt was wearing as daily disposable and had been in this product for 11 months prior to incident. Corrected visual acuity prior to symptoms was 20/15, with 20/20 vision after resolution. Pt instructed to discontinue lens wear and administer vigamox 1 drop every hour then 1 drop every 2 hours next day. Ulcer reported as resolved. No further info available at the time of this report.